Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, rotated heart, and small septum. It was noted imaging was challenging during the procedure. An ntw clip was inserted, but while grasping, the clip became caught in chordae. Troubleshooting was performed, but the clip was unable to removed from chordae. The physician was able to grasp both leaflets with chordae still attached; therefore, the clip was deployed. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr was reduced to a grade of 3 and no additional clips were implanted. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was due to shadow on echo. The reported entrapment of device (clip caught on chordae) appears to be related to patient morphology/pathology and poor image resolution; therefore, attributed to procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed with the chordae being caught. The reported slda appears to be due to the clip being deployed on the chordae. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, rotated heart, and small septum. It was noted imaging was challenging during the procedure. An ntw clip was inserted, but while grasping, the clip became caught in chordae. Troubleshooting was performed, but the clip was unable to removed from chordae. The physician was able to grasp both leaflets with chordae still attached; therefore, the clip was deployed. However, after deployment, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). Mr was reduced to a grade of 3 and no additional clips were implanted. There was no clinically significant delay in the procedure. No additional information was provided.